Event description:
During implant, high capture threshold and high pacing impedance were observed on the atrial lead. During attempted repositioning, the helix failed to extend. A new atrial lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.